Manufacturer narrative:
Correction: h1: type of reportable events: serious injury. H5: imdrf annex f grid: f12 serious injury.

Event description:
It was reported that the bd 1ml tb syringe slip tip with precisionglide¿ needle the needle broke off in patients thigh during use. The following information was provided by the initial reporter: as he was injecting himself, the needle broke off in his thigh and now it's all black and blue. He also stated that the rest of the box has no needles in them at all.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: five samples were provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defect. Since the reported defect was not confirmed a manufacturing root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 1ml tb syringe slip tip with precisionglide¿ needle the needle broke off in patients thigh during use. The following information was provided by the initial reporter: as he was injecting himself, the needle broke off in his thigh and now it's all black and blue. He also stated that the rest of the box has no needles in them at all.